Manufacturer narrative:
Initial reporter name: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that while the sterile water could be drained from the foley catheter during removal, the catheter itself was difficult to remove from the patient. The patient suffers from benign prostatic hyperplasia. Possible causes include cuff rolling during drainage or kinking of the catheter tip. A request was made to identify the cause of the difficulty in removal. Hx- prostatic hyperplasia.